Manufacturer narrative:
Attempts to obtain additional information on this particular event have not been successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Reference: peyrol, m., j. Barraud, et al. (2017). "Controlled sedation with midazolam and analgesia with nalbuphine to alleviate pain in patients undergoing subcutaneous implantable cardioverter defibrillator implantation." J interv card electrophysiol: epub before print.

Event description:
Boston scientific received information through a journal article that during the implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) system, the s-ICD delivered a 65 joule shock that did not convert the patient's arrhythmia. The patient underwent cardioversion with an external 200 joule shock. The s-ICD was repositioned and induction testing was performed again. This time, the 65 joule shock successfully converted the arrhythmia. No adverse patient effects were reported. The serial number for the product was not provided in the article.